Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the high impedance was unknown. The rep applied some brief stimulation to both contacts which brought the impedance number from 10 ,000 to 6,000.

Event description:
It was reported that the manufacturer representative (rep) called to discuss impedance values they saw when implanting the right lead and inserting it into a previously implanted extension that had been capped for future use. Contacts 9 and 10 showed at 10,000 ohms. They attempted to remove and reinserted lead 3x with the same outcome of values at 10 ,000 ohms, with the other 2 contacts reporting normal impedances. Next, they attempted to run therapy at 5v for a couple of minutes on the contacts that were high to see if values would come down. The caller stated that values came down to 4000 ohms when tested at the 3v. Ts reviewed that can be seen as a good sign if values were coming down after such a short time. Ts stated that running stimulation or when they begin to run stim on those contacts, hoping they will return to more normal and expected values. Ts has never heard of issues with extensions that have sat dormant for a period of time then being used. Rep will be following this case and follow up as needed. The patient went home with no programming on the right side today. Discussed the potential to prevent or limit MRI if impedance values do not go down.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2022, and product type: extension. Suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 08-jul-2024, and UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.